Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the broach. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/14/2012 - pfs and medical records received. A correct doi has been provided. After review of the medical records the revision operative note indicated metallosis and impingement between the stem and cup, but neither were revised. A unknown stem and cup are being added to the complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
New (B)(6) created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient experienced pain and discomfort, squeaking, and weakness in the right hip. Update: 11/14/2012 medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 11/14/2012 ¿ pfs and medical records received. A correct doi has been provided. After review of the medical records the revision operative note indicated metallosis and impingement between the stem and cup, but neither were revised. A unknown stem and cup are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 06/03/2014. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient experienced pain and discomfort, squeaking, and weakness in the right hip.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis, however metallosis was already reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A review of the device manufacturing records (DHR) was already performed as part of this investigation. Per nr-(B)(4) a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.